Event description:
It was reported that the patient has a (B)(6) infection post-fraxel 1927 treatment. The patient was treated on the face/neck and noticed symptoms 3 days post treatment. The infection is on the right side of the face. The treatment tip was cleaned prior to the treatment with alcohol wipes and new rollers were used on the patient. The patient did not have any open/broken skin in the treatment area prior to the treatment. The patient did not have any procedures/treatments prior to or post fraxel treatment. A test/culture has been performed by a dermatologist to evaluate the infection and the results were positive for (B)(6). The patient was given prednisone, steroid ointment, and doxycycline for the infection.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.